Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information become available.

Event description:
It was reported that this product was explanted due to infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.